Event description:
The customer reported via phone call that he had a motor error alarm on the insulin pump. Customer's blood glucose was 111 mg/dl. Customer does not use the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump was unable to prime during the prime/compromised force sensor system test and motor error alarm during the basic occlusion test due to faulty force sensor resistor (gold). The motor was tested outside the device and passed. The insulin pump was received with minor scratches on the lcd window and case.